Event description:
Liner exchange for hip dislocation. Removed 623-00-32f, lot mhr82x. Replaced with 663-10-36f, lot 15nkr.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned liner was unremarkable with no gross damages noted. Additional visual inspection was performed as part of the material analysis report. Return of the device confirms the reported revision surgery. The root cause of the reported dislocation could not be determined due to the minimal clinical information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Liner exchange for hip dislocation. Removed 623-00-32f, lot mhr82x. Replaced with 663-10-36f, lot 15nkr.